Event description:
Allegedly revised due to pain. There was corrosion on neck and femoral head. Medium activity level. Average weight.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as this is the same event as 3010536692-2014-00645, 00646.